Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Final analysis found a single flipped bit in the product code which likely contributed to the reported output anomaly. After a software download, normal function was restored and noted.

Event description:
It was reported that during interrogation, the pulse generator suddenly exhibited no output and the patient went into asystole at the same time. The patient recovered with escape rhythm and there were no adverse consequences. The pulse generator was explanted and replaced.